Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the pump monitor of the s5 double head pump displayed an error message when the customer turned on the power before priming. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(4). This medwatch report is being filed on behalf of livanova (B)(4). A sorin group (B)(4) sales representative was able to confirm the reported issue on site. The involved pump was requested for return to livanova (B)(4) for further investigation. During evaluation of the returned pump, the issue could immediately be reproduced and was traced back to the hkr 0325 processor board. A serial read out of the pump memory was performed and several deviations were identified. The root cause of the issue was determined to be internal firmware bugs in the micro-controller ic1. This is a known issue and can occur when the pump memory is not deleted after applying a firmware update. To resolve the issue, the pump memory was deleted. The pump was tested extensively and the issue could no longer be reproduced. As a precautionary measure, the processor board was also replaced. Following the investigation, a technical safety inspection was performed and no issues were identified. The device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A field engineering note has been released to inform field service engineers that the memory should be deleted following the firmware update.